Event description:
Medical affairs was unable to get a hold of pt to obtain more clinical info and will be sending them a letter. Customer service documented the following info: pt called alleging that they had to call the paramedics because the meter was not giving them a blood glucose reading. They claim that the meter read, "check" and would not go any further. Pt was feeling dizzy, and the paramedics tested them on their meter and obtained a 299mg/dl. Paramedics gave them medication for diabetes and were not admitted in the hosp.